Event description:
It was reported on 05/15/2000 that, "in 2000, pt underwent surgery to the left eye. On 04/15/2000, post-op reactions included hypopyon, intraocular infection, and acute corneal decompensation. Secondary surgical intervention was necessary. Post operative complications included a cloudy cornea, inflammation and vitritis. Endophthalmitis culture was negative. The corneal status immediately post-op was okay. The physician feels that it is very possible that the issue is lens related. Pt is being followed by a retinal surgeon. The slit lamp examination revealed that the anterior segment continues to heal well. The hypopyon that was noted is in the process of resolution and there is only a fibrin membrane interiorly. The pt's ocular condition is slowly improving."